Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, signal loss over an hour was found in connection to the reported allegation. The probable cause of the signal loss for over an hour could not be determined. No injury or medical intervention was reported.